Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be confirmed. The issue was caused by the normal wear and tear of the seal. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration.

Event description:
It was reported that the pump had a lifting downstream occlusion seal identified during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.